Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: multiple departments at the chengdong campus of the second hospital of zhejiang university, school of medicine, including oncology, gynecology, and hepatobiliary surgery, reported that clinical nurses experienced flow obstruction when connecting newly opened mz1000 connectors to syringes and infusion sets during intravenous infusion procedures. This issue has been reported on multiple occasions, and since it typically occurs while procedures are being performed on patients, we are currently unable to provide additional physical devices.